Event description:
It was reported the device was during a radical prostatectomy. It was reported the hp052 would not work with any blade. The case was completed with clips. There was no consequence to the pt.